Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unknown date, the patient started treatment with intraperitoneal (also reported as dwell) vancomycin (dose, frequency, and duration not reported) for peritonitis. Dianeal therapies remained ongoing. Seventeen days after the event onset, the patient was discharged from the hospital and recovered that same day. No additional information is available.